Event description:
It was reported that this right atrial (ra) lead exhibited an out of range pacing impedance measurement. The impedance trend showed measurements ranging from 500 to 2035 ohms. It was reported that the pacing mode was previously programmed to wir due to known atrial fibrillation (af). No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).